Event description:
It was reported that customer experienced cartridge alarm 20, and caller also described cartridge alarms occurring with consecutive cartridges while using same pump. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, and technical support confirmed the repeated cartridge alarms and arranged pump replacement as resolution. Customer reverted to an alternate form of insulin therapy.